Manufacturer narrative:
B4: (B)(6) 2021. H11:b5: the customer reported 87-year-old patient, hospitalized for a stemi (st segment elevation myocardial infarction). During use, the ventilator discharged and emitted a high-priority alarm, then shut down and could not be turned back on. After investigation, it turns out that the power cord used did not correspond to the original one and cannot be the original one, and could not be connected correctly to the respirator. The cord was unplugged during use, and the unit was running on battery until it was completely discharged and completely discharged with no way to turn it back on. It was impossible to switch it on again. An original cable was installed by a biomedical technician of the institution on the respirator with protection to avoid any risk of accidental disconnection. An autonomy test has been successfully completed. The device was being used for treatment when the reported event occurred; there was no patient harm. Although requested to be returned, the removed component was not received for evaluation at this time. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported 87-year-old patient, hospitalized for a stemi (st segment elevation myocardial infarction). During use, the ventilator discharged and emitted a high-priority alarm, then shut down and could not be turned back on. After investigation, it turns out that the power cord used did not correspond to the original one and cannot be the original one, and could not be connected correctly to the respirator. The cord was unplugged during use, and the unit was running on battery until it was completely discharged and completely discharged with no way to turn it back on. It was impossible to switch it on again. An original cable was installed by a biomedical technician of the institution on the respirator with protection to avoid any risk of accidental disconnection. An autonomy test has been successfully completed.

Event description:
It was reported that the ventilator's lower part of the screen would not always work. Reportedly, after a few restarts, the customer was able to do a screen calibration; however, shortly after, the screen would not work. It is unknown if the patient was connected to the ventilator at the time of the event. Additional information has been requested. After investigation, it turns out that the power cord used did not correspond to the original one and cannot be the original one, and could not be connected correctly to the respirator. The cord was unplugged during use, and the unit was running on battery until it was completely discharged and completely discharged with no way to turn it back on. It was impossible to switch it on again. An original cable was installed by a biomedical technician of the institution on the respirator with protection to avoid any risk of accidental disconnection. An autonomy test has been successfully completed. The investigation is ongoing.